Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged into the ventricle. Boston scientific technical services (ts) discussed that it could be lead dislodgement given that the patient was told by the physician that at some point there was a lead issue. A chest x-ray was recommended, and the patient will be referred to electrophysiologist for further evaluation. Furthermore, the patient reported experiencing occasional lightheadedness, but this is unknown if this is related to the event. This lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.